Event description:
A report was received that during a suction procedure the catheter of the closed suction system came apart from the control valve. No pt injury, adverse event or medical intervention were reported.